Event description:
In 2009, the pt's husband reported, he changed the pt's insulin infusion set and did not hear a click. He said he pulled on the tubing and headset and they were firmly in place. He said, the pt's morning blood glucose reading was 203 mg/dl and she gave herself a .5 correction bolus along with a 3.5 bolus for breakfast. Her normal range is 125-175 mg/dl. Several hours later, the pt was sweaty and hungry and when she measured her blood glucose, it was 467 mg/dl. The husband stated he changed her infusion set tubing and he heard it click into the headset. The pt delivered a 2.5 bolus of insulin to treat her reading. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.